Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had issue with arm#1 and advancing instruments in arm#1. Site confirmed no drape material was getting caught under the arm carriage and replaced the instrument and cannula with no change. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Dvstat was contacted for troubleshooting and full troubleshooting was completed. The arm #1 was undocked and arms 2,3,and4 were redocked to the three cannulas. The procedure was completed with davinci with no patient injury. Dvstat contacted prior to aborting/converting the procedure. The surgeon disable or discontinue use of arm due to issue and the procedure was completed with 3 arms and arm 4 was unstowed and utilized. Site was unable to provide patient info.

Manufacturer narrative:
The usm was tested on an in-house system and triggered no errors. The usm was also tested on the pfpt and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The insertion ball screw, top/bottom housing & bearings are consistent with the reported events and is the potential root cause of this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis coding is updated to d14 based on failure analysis.

Event description:
Refer to h11 for follow-up information.